Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. A yellow screen ¿optical sensor system error¿ was noted during pump setup. Registered nurse switched consoles and was able to setup the same pump without issue. No patient harm was reported.

Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, no error/ failure was reproduced during long term simulation with test pump and purge. The optical bench was also tested without problem in parameters. Given the testing and data analysis for the console, it was concluded that the optical sensor error was highly likely due to pump not fully connected to blue receptacle to make enough optical connection when the event occurred. Before returning this console back to the customer, a functional check on the console performed. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.